Event description:
Patient's mother rang out that platelet transfusion was dripping onto ground. Tubing appropriately secured into platelet bag, other blood product side clamped off. No holes or damage found in line. Resumed infusion and cleaned spill of approximately 2 ml. Patient's mother rang back out, noticed another puddle. Obtained kelly clamp and reentered room. Although the other port of the blood tubing was appropriately clamped off, it appeared to still be leaking platelets intermittently. Line folded and kelly clamp applied. No further leakage. Infusion continued as no exterior damage to line. In total about 7 ml platelets wasted.